Event description:
Intrathecal catheter sheared and decision was made to leave the sheared piece in after an intraoperative neurosurgery consult. Prometra programmable pump was to be attached to the intrathecal catheter but procedure was aborted. Diagnosis or reason for use: pain control.